Event description:
Customer reported not able to check his blood glucose with his freestyle flash meter due to having a blank screen. During trouble shooting with the adc customer services, customer stated that his meter did not turn on with button pressed or with test strip insertion. Customer also reported experiencing loss of consciousness and seizure. Paramedics were called and they treated customer with an IV to bring his blood glucose back up. Customer did not report being transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.